Event description:
It was reported that multiple alarms were found in the customer's insulin pump history, in addition to a lost sensor alarm being received. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.